Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting an increase in shocking impedance measurements approximately two months post implant. There is no evidence to suggest any additional intervention was performed. Approximately seventeen months later the shock impedance increased to greater than 125 ohms. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated the patient did not present to their appointment. Lead measurements in latitude, which is a remote monitoring system were reviewed and indicated the shock lead impedance had decreased to 90-120 ohms. The patient planned to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received indicated the shock impedance again exhibited an impedance measurement of greater than 125 ohms. The local area sales representative communicated there were no plans for intervention or additional troubleshooting as this issue had previously presented. The patient planned to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.